Manufacturer narrative:
This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 87013m800. Using worldwide field data the historical performance of reagent lot 87013m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 87013m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 87013m800. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified. Patient identifier: complete entry is (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported a false elevated architect ca19-9xr result for one patient. Sample ID (B)(6) generated 63.4 and retest (sample ID (B)(6)) 59.14 u/ml. On an alternate reagent lot and architect analyzer the sample generated 105.49 and 92.88 u/ml. The sample was further tested on the roche e411 assay and generated 12 u/ml. No specific patient information was provided and no adverse impact to patient management was reported.